Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were observed with the system or software. The investigation could not confirm the described issue of array movement. However, the allegation of the cuts being off were confirmed. The verify checkpoint toolbox was not utilized after the alleged event. The use of the verify checkpoint toolbox can be utilized at any time to ensure that the arrays have not moved. The investigation found no issues or defects, and the system was operating properly and accurately. The exact root cause for the reported issue could not be established because the issue was not confirmed, and no failure was observed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the anterior chamfer cut looked too large so we had the probe run along that one first, which read accurate,. Then I had him run it over the distal cut which was off and then moved to the checkpoint which was also off. Was planned for a cementless but switched to cemented once we realized the cuts were inconsistent. Even after recuts with the array in the same position the trial was still showing significant ant chamfer gaping.